Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received an erroneous result when testing with her coaguchek xs meter serial number (B)(4). This patient stated that she has been receiving low results of 1.0 inr on her meter recently. When checking the meter memory, there is a result of 1.0 inr on the date (B)(6) 2006. On (B)(6) 2019, the patient took her meter to the doctor's office stating that she received a result of 7.0 inr when testing with the meter. When checking the meter memory, no other results from this date were observed. The next result in the meter memory was a 1.1 inr on an unknown date. Within 7 hours of the 7.0 inr measurement, the patient tested using two of the doctor's coaguchek xs meters (unknown serial numbers) and the result from each of the doctor's meters was 1.0 inr. The results from the doctor's meters were believed to be correct. For each of the three measurements performed on (B)(6) 2019, the patient collected a sample from the same finger. The patient's nurse later clarified that the patient's meter resulted with a value of 6.0 inr instead of 7.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently not feeling very well. The patient's therapeutic range is 2.5 - 3.2 inr. The patient is tested one to two times per week. The patient is borderline anemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. 3 weeks prior to (B)(6) 2019, the patient's coumadin dosage was increased from alternating 2 mg. And 3 mg. To taking 5 mg. Every day. The patient's medications and diet have not changed since last tested. The patient has no new illnesses. The patient had no abnormal bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 378397) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Upon review of the meter memory, the value alleged by the customer was no observed. No information was provided that would point to a cause for the result discrepancy.